Event description:
It was reported that the external pulse generator presented with "all zeros" at boot-up, and the control knobs would not change the values when turned. The caller was informed that, since the external pulse generator was older than five years of age, it would not longer be serviced. The status of the external pulse generator is unknown. No patient complications have been reported as a result of this event.